Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was a hole and a slight kink in the shaft 2.5cm from the tip. The hole in the shaft is consistent with the reported damage. The catheter was punctured from the inside. The hole diameter is consistent with a guide wire. The soft tip shows considerable elongation of the material surrounding the puncture. This is consistent with a forceful puncture as opposed to a pre-existing hole. The kinking present at the puncture site would suggest that the soft tip was possibly folded back or bent at a sharp angle when the puncture occurred. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a renal embollization treatment procedure, a guide wire protruded through the distal portion of the catheter. Vascular access was obtained via the right femoral artery. The target lesion was located in the renal artery. The 4/ h1/65/035 imager ii diagnostic catheter was advanced and it was observed that a non-bsc guide wire protruded slightly through the distal portion of the catheter. The wire was removed from the hole in the catheter and the catheter and wire were removed with no patient issues. The procedure was continued with another imager ii diagnostic catheter. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a renal embolization treatment procedure, a guide wire protruded through the distal portion of the catheter. Vascular access was obtained via the right femoral artery. The target lesion was located in the renal artery. The 4/ h1/65/035 imager ii diagnostic catheter was advanced and it was observed that a non-bsc guide wire protruded slightly through the distal portion of the catheter. The wire was removed from the hole in the catheter and the catheter and wire were removed with no patient issues. The procedure was continued with another imager ii diagnostic catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Mfg site name: tfx engineering limited (B)(4).